Manufacturer narrative:
The glidescope avl video monitor and a glidescope avl video baton 3-4 were returned to verathon for evaluation. The technical service representative confirmed the reported horizontal static lines, in addition the technical service representative noted that the image produced was shifting on the display and the video monitor housing was damaged. The technical service representative isolated the issue to the main pcba. The main pcba was replaced. In addition, the battery and back shell of the video monitor were replaced as part of servicing and due to the noted damage. The image produced by the returned video monitor was stable and clear with good color rendition. The video monitor was returned to the customer. The returned glidescope avl video baton 3-4 produced a clear and stable image when tested. The video baton was returned to the customer. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Manufacturer narrative:
At the time of this report the glidescope avl video monitor has not been received by verathon, however; the return of the device is anticipated. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video monitor, the video monitor displays horizontal lines then the image disappears. Reportedly the biomedical engineer inspected the video monitor and the video baton, however the loss of image could not be reproduced by the biomedical engineer. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.